Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's mother reported a button error on her daughter's insulin pump. She stated customer went skating, but did not fall on the device. Customer's blood glucose is 382 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.